Event description:
Device broke or disassembled during use. It was reported "numelock locking plate system. Distal humeral fracture, 3 locking screws, 2 screws implanted, 1 discarded.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device broke or disassembled during use) and product code (B) (4).